Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 345 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as nausea, vomiting, abdominal pains, and disorientation. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The caller stated the customer had a low of 41 mg/dl at the doctor's office. The customer uses a competitor's sensor system. The insulin pump will not be returned for analysis.